Manufacturer narrative:
(B)(4) - zipper, did not align. Product was requested to be returned for eval and has not been received. The mother stated that she intends to return the product for eval. Upon receipt of the product and eval a supplemental MDR will be submitted. Note: this submission is based solely on the user statement. (B)(4).

Event description:
The mother reported that while her daughter was in the canopy bed, the zipper teeth on the access window did not align and her daughter fell out of the bed. The mother stated there was no injury to her daughter when this occurred.